Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code displayed) was isolated to the cable being pulled internally, damaging wires within the cable. The root cause for the pulled cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was displaying a service code.